Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) due to high thresholds. The device was out of service and was replaced with a device with the same manufacturer. No adverse patient effects were reported.